Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.2, lab: 2.8. Tests were done within minutes of each other. Caller was not the person who performed the test. No other info was provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Date: (B)(6) 2011, inratio meter = 1.2, ref = 2.8, mean = 2.0, confidence limits = 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned and no strip lot was provided. Unable to pursue further investigation without add'l info. No strip lot info was available. This issue will be subject to tracking and trending. Corrective action not required at this time.